Manufacturer narrative:
3331 phr was not conducted as there was no lot provided.

Manufacturer narrative:
Complaint conclusion: as reported, after use of a 6f-12f mynx control venous vascular closure device (vcd), the patient had uncontrollable late bleeding after the procedure in the post cath lab area to the right limb. The nurses stated they held pressure for an hour and it was still bleeding so they had to use a non-cordis compression device. The patient had to go to the intensive care unit (ICU). The patient was seen for a follow up the day after. The device was prepared and used per the instructions for use (IFU). There was a total of one access site on the affected limb. An unknown sheath was downsized to a 11f non-cordis sheath. There were no other closure device used on the affected limb. Time to ambulation post procedure was three hours. There was no ultrasound performed prior to the discharge. There was no ultrasound performed at the follow up. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There was one sheath exchange. There were no multiple stick attempts made before intravascular access was achieved. The femoral vein's suitability was verified on venography including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild presence of calcium in the vicinity of the puncture site. A 11f non-cordis sheath was used. Protamine was given before mynx was used. The act was in the 300s for the procedure. A physician performed the procedure. The procedure was a pulse field ablation (pfa) with farapulse. The deployer¿s in training with the mynx but had completed seven procedures. Additional information was requested but not provided. The device was not available to be returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. Access site hemorrhages are a common post-procedural complication and is listed in mynx control venous instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Based on the information available for review, it is not possible to draw a clinical conclusion between the device and event. However, patient factors and handling factors (deployer was in training at the time) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿while maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after use of a 6f-12f mynx control venous vascular closure device (vcd) the patient had uncontrollable late bleeding after the procedure in the post cath lab area to the right limb. The nurses stated they held pressure for an hour and it was still bleeding so they had to use a non-cordis compression device. The patient had to go to the intensive care unit (ICU). The patient was seen for a follow up the day after. The device was prepared and used per the instructions for use (IFU). There was a total of one access site on the affected limb. An unknown sheath was downsized to a 11f non-cordis sheath. There were no other closure device used on the affected limb. Time to ambulation post procedure was three hours. There was no ultrasound performed prior to the discharge. There was no ultrasound performed at the follow up. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There was one sheath exchange. There were no multiple stick attempts made before intravascular access was achieved. The femoral vein's suitability was verified on venography including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild presence of calcium in the vicinity of the puncture site. A 11f non-cordis sheath was used. Protamine was given before mynx was used. The act was in the 300s for the procedure. A physician performed the procedure. The procedure was a pulse field ablation (pfa) with farapulse. The deployer¿s in training with the mynx but had completed seven procedures. Additional information was requested but not provided. The device will not be returned for evaluation.